Manufacturer narrative:
The device was received with the optic cut in pieces precluding analysis. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens was verified and showed to be within specifications and no similar complaints from this lot number were received. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
The physician reported the multifocal intraocular lens (iol) was removed and replaced without complication, due to the patient's poor visual outcome.